Manufacturer narrative:
Due to the automated mes (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. On initial inspection, the device was returned. The lot number was not confirmed as the packaging was not returned with the device. On visual/ microscopic inspection, the atlas stent system was returned in the concurrent sl-10 catheter. The stent was returned partially deployed from the sl-10 catheter tip. The stent delivery wire (sdw) was advanced and the stent deployed, the stent was deformed. There was blood present on the stent. The sdw was kinked. On functional testing, the sdw was advanced and the stent was deployed without issue. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per directions for use and continuous flush was maintained throughout the clinical procedure. The sdw was kinked bent, the stent was deformed and based on the event description the as reported can be confirmed. The concurrent sl-10 catheter was seen to be kinked which may have contributed to the event. The as reported stent difficult/unable to advance through pullback through catheter, as well as the as analyzed sdw kinked/bent, stent deformed and stent deployed prematurely during use can be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject stent was returned for analysis and it was discovered that it deployed prematurely during use. There was no clinical consequence to the patient reported as a result of this event.